Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified while based on the analysis, the alleged load fill tubing issue could not be verified.